Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil. Upon removal of the device, the pipeline released and was implanted in the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4)